Event description:
Customer called to report the pump had numerous alarms when unit is empty. It stated the driver block was sliding freely on the lead screw with the arms disengaged. Device was not dropped, bumped, or exposed to moisture.